Event description:
In the article, "vault decay prediction formula for posterior chamber phakic intraocular lens with central hole implantation: a 10-year follow-up study," a follow-up study of implantable collamer lenses (icl) was conducted. Reportedly, "one eye that developed a nuclear cataract and underwent icl explanation with phacoemulsification," and "five eyes with > 1.0 d of myopic regression also showed decreased udva.".

Manufacturer narrative:
Manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).